Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor patient reported that have noticed a lot of pain on their left side and that when they shut the implant off the pain was still there but less severe. Patient also reported that they fell and had blackout in the last couple of month. Patient was redirected to follow up with their health care professional. No further complications were noted or anticipated